Event description:
Patient #1 had a peg (percutaneous endocscopic gastrostromy) tube placement on with no incident. Months later, patient returned for removal of peg and placement of corflo feeding tube without incident. Xray taken - corflo noted to be in the pertoneal cavity which indicated peg separation. Patient admitted and operated same evening. Patient discharged home next day without incident.patient #2 - same identical events except dates- placed peg earlier this year- surgery and corflo exchange several months later.